Event description:
It was reported that this implantable pacemaker device was explanted due to high pacing thresholds. A new device with a different model was implanted. No additional adverse patient effects were reported.